Manufacturer narrative:
The site has not granted permission to complete a system checkout. In addition the issue was resolved in further cases. If information is provided in the future, a supplemental report will be issued.

Event description:
During a biopsy the account had an incident where the guidance view showed the distance to target as being -42.3 in the gui, but no physical image in the guidance view. In the trajectory views, it showed the probe as being in the correct position. The entry and target were only 0.2 mm apart and they were also swapped (entry was inside brain and target on head). Multiple biopsy cases and everything is working as designed. This caused no delay and no patient impact.